Event description:
Customer reported a battery failed test alarm. The customer's blood glucose was 164 mg/dl. The customer also reported a blank screen due to the battery not working. Troubleshooting did not find any damage to the battery compartment. The customer also reported a failed battery test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display or display anomaly was noted. All operating currents were within specification and no unexpected low battery, off no power, or failed battery test alarms or battery indicator anomaly was noted. No cosmetic damage or moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.